Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxzero multi-fuse pressure rated extension set with needleless connector kinked the following information was received by the initial reporter with the following verbatim. It was reported by customer that the new extension set tubing they were using (bd max zero mz5310) are more stiff than their previous sets and kink instead of looping when they are attached to the IV.

Manufacturer narrative:
Imdrf codes must be updated.

Event description:
Imdrf codes must be updated.